Event description:
It was reported that during the implant procedure the left ventricular (lv) lead could not be affixed well at the target location. The lv lead was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).